Event description:
The customer reports that they set the setting of the enteral feeding pump to the total volume, and the pump is not giving the whole amount since it is shutting off before its done.